Event description:
The customer reported that an intellivue series monitor fell off a wallmount and onto nurses' back.

Manufacturer narrative:
Philips will consider this issue as a serious injury based on the nurses' (injured party) claim that she suffered a serious injury. No further info has been made available regarding the injury to support that there was any functional impairment or supporting that any emergent care was provided or warranted. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. The available info supports that there was no philips device/product malfunction. Based on the available info, it is being considered that the incident may be user related, as one nurse was attempting to reposition/move the monitor (and it fell at this time), onto the back of another nurse (injured party). The nurse who was attempting to reposition the monitor may have pressed the quick mount release, and then pushed the monitor off the table mount/mount arm. The bedside monitor's quick mount release mechanism was found to be functioning properly, and there were no problems noted with the table mount when the equipment was evaluated post incident onsite. Tension of the amico mounting arm was noted to be loose when the equipment was checked by hospital personnel. (This would not cause the monitor to fall off the mount.) Note that the mounting arm is not a philips approved or installed mount. A final report will be sent once the investigation is completed.